Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device perforation remains unknown.

Event description:
During the procedure, the needle perforated the sheath during transseptal puncture. Another sheath was used to continue the procedure with no consequences to the patient.